Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/22/2025, a sales representative reported via phone that an ar-18720-20 cortical screw and an ar-18720-18 cortical screw broke. This occurred during a pilon fracture on (B)(6) 2025. The screw remains in the patient, who had normal bone quality. There was no delay in the procedure, and no additional anesthesia was administered. The case was completed using a larger screw in the set.